Manufacturer narrative:
The customer reported that there is intermittent signal loss on the 2nd and 4th floor of the hospital. The telemetry units that are being monitored go into signal loss for a few seconds, every 3-4 minutes. Customer checked the org and mg2 closet and verified that all power supplies and aacs were powered on. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there is intermittent signal loss on the 2nd and 4th floor of the hospital. The telemetry units that are being monitored go into signal loss for a few seconds, every 3-4 minutes. Customer checked the org and mg2 closet and verified that all power supplies and aacs were powered on.

Event description:
The customer reported that there is intermittent signal loss on the 2nd and 4th floor of the hospital. The telemetry units that are being monitored go into signal loss for a few seconds, every 3-4 minutes. Customer checked the org and mg2 closet and verified that all power supplies and aacs were powered on.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated second and fourth floors were experiencing random signal loss issue. The cns reported to have involved in this signal loss issue was mu-971ra serial number (B)(6). The model and serial number of the devices being monitored by this cns were not provided, however, based on the troubleshooting of the org receivers, they were telemetry transmitter devices. Troubleshooting notes on (B)(6)2018 did not show a resolution for the issue. On (B)(6) 2019 customer was contacted for further details. Customer responded stating that an aac (2-bs81), a networking component, was replaced to resolve the issue. The issue was not related the cns, mu-971ra serial number (B)(6). Service requested: troubleshooting. Service performed: troubleshooting as per below: "some units on the 4th and 2nd floor would go into signal loss for a few seconds and come back every 3-4 minutes. He says there's about 16 in total. Issue is not isolated to one area and is intermittent. Richard checked the org and mg2 closet all power supplies and aacs are powered on. We watched rssi on the transmitters that were experiencing signal loss but all values were at 15 with the transmitter on. He was not able to test with the transmitters off. I asked him to find a spare transmitter and monitor it then walk the halls while someone monitors rssi. He will call back later if he can find more info from the nurse. Richard called back in to ask some follow up questions. He was curious about where to start and how to tell whether or not this was an internal vs an external issue. We are betting on external. Based on the symptoms, an intermittent signal is causing random momentary interference expressed by sawtooth waves for less than 15 seconds. If it was an internal issue, like a power supply or an amplifier, these sawtooth waveforms would be grouped up and less random. Instead of having one or two transmitters dropping out for a few seconds, you would have groups of transmitters on that leg of the system dropping out, usually for far longer or until the bad component is replaced. Richard stated that for the meantime, he has other telemetry transmitters he can use and on monday, he will walk around with the rssi on and see where he gets interference." Investigation result: cns device was put into service on 7/16/2009. Service history for this device shows it has not been involved with a similar issue. Service history for this user facility shows one similar incident when queried for keyword "signal loss": ticket 50085. Under that ticket, it was documented that the ups (uninterruptable power supply) supplying power to the org receivers caused the to experiencing sign loss. This is unrelated to the aac network component being replaced. This investigation concluded that the cause of the reported signal loss issue under the current incident (28249) was not related to the reported device, but rather a network component. User's service history shows that this is an isolated incident. Investigation conclusion this investigation concluded that the cause of the reported signal loss issue under the current incident (28249) was not related to the reported device, but rather a network component. User's service history shows that this is an isolated incident. Additional information: the following fields are not applicable (n/a) to this report: